Event description:
A customer reported that a pump declared alarm 20 during pumping. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no reported impact on the customer¿s blood glucose level. Technical support arranged for a pump replacement under warranty, as the caller had previously experienced similar alarms with this pump. The customer confirmed they would use a backup insulin pump to ensure uninterrupted insulin delivery and acknowledged instructions on returning the malfunctioning pump with a pre-paid label.